Manufacturer narrative:
Manufacturing year 2012. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. It was reported by the field service engineer that system was within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that cornea was scratched due to surgeon conducted catalys operation. It was reported that surgeon observed cornea was white-ish just before the optical coherence tomography image (prior to laser being fired); however when asked, patient does not have history of corneal scar. Surgeon proceeded and completed the catalys treatment (capsulotomy, fragmentation and cataract incisions were selected). When asked the account if they suggested the scratch of the cornea was done by the laser or the liquid optics interface the answer was no. No additional information was provided by the account regarding any treatment for the cornea scratch.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.